Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: feeling sick, concern for textured implant device, rupture and "granulotomous material".

Event description:
Patient reported right side recalled implant, rupture, and "feeling sick", rupture, concern for textured implant device and "granulotomous material" . The device remains implanted.